Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. High impedance.

Event description:
It was reported that the right ventricular lead exhibited high impedance, loss of capture and loss of sensing due to dislodgement. The lead was explanted and replaced.